Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display, beep/vibrate anomaly, watchdog timeout alarm and unexpected restart. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. No delivery issue was also reported for insulin pump which was resolved by troubleshoot. The customer was assisted with troubleshooting and issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.